Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead became dislodged and the patient received inappropriate hv therapy. The lead was explanted and replaced. The patient&#62688;condition is fine after the event.